Event description:
The plaintiff, alleges that on or about june 7, 1997 plaintiff first became aware that the symptoms may be associated with use of latex gloves. Plaintiff further alleges that the latex gloves' powder caused plaintiff to sustain injuries to the eye. Plaintiffs alleged injuries include, but are not limited to: pain, irritation, allergic rhinitis, allergic conjunctivitis, urticaria, and angloedema, contact dermatitis, allergic latex senstivity. Emotional distress, shock and fright.